Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving ineffective therapy. An impedance check revealed no anomalies. The patient plans to undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient has been receiving effective therapy ever since the patient's ipg was explanted and replaced. The ipg was reported under MFR. Report#: 1627487-2018-04627.